Event description:
It was reported that the patient had a hip dislocation. The stem, dual mobility liner & head were revised. Reclaim & pinnacle constrained liner were implanted. No surgical delay. Doi: (B)(6) 2023, dor:(B)(6) 2023, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Additional information received: a. What was the reason for revising the head and the stem? Stem was loose due to intra-operative proximal femur fracture. B. Was there any allegation against the head and the stem? No. C. Was there any depuy instrumentation that broke during surgery? If yes, please provide the details. No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.